Manufacturer narrative:
Unit received with critical pump error and pump error 40 confirmed in history file due to corroded motor home switch. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a critical pump error image on the insulin pump. A motor safety failed test alarm occurred. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.